Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t hear cooler. A livanova field service engineer was dispatched the customer and if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, the 3t heater cooler displayed e07 (pump 1 is blocked, too slow). The power was turned on and off several times, and the problem did not improve. The unit was replaced with another unit and the procedure was performed. The problem occurred again even if the power was turned on again after the procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: field service engineer was dispatched on site and confirmed the reported condition. To solve the issue the entire patient bridge was replaced. Mechanical/electrical checks and functional tests positively passed, therefore the unit has was released back to service as fully functional. The claimed heater-cooler was manufactured in 2019 and, according to the complaints database review, similar issues have been submitted in the past for this device. Based on the above facts, the reported issue has been traced back to faulty patient bridge most likely due to damaged motor bearing as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.